Event description:
Customer reported that she experienced high blood glucose of 400 mg/dl. Customer stated that she has high blood glucose since she started using the insulin pump. Customer stated that her blood glucose in the morning was 238 mg/dl, then at breakfast 195 mg/dl and at lunch 96 mg/dl. Customer had difficulty programming a dual wave bolus. Customer stated that she has fibromyalgia and that may also be a reason of why she is running high. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Customer had just programmed her device which is the date the check setting alert displayed in the history. High pressure test not performed as the customer could not find the tubing clamp. Customer will be trying longer cannula infusion set sample sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.